Event description:
The consumer reported his humidifer was sitting on the floor, plugged into an extention cord for about 7 hours. He awoke to find the unit on fire which resulting in damage to the flooring and smoke damage. No injuries were reported with this incident.

Manufacturer narrative:
Unit was not cleaned properly, unit was plugged into an extension cord and unit was placed on carpeting while in use, all of which are direct violations of the warnings and instructions provided.